Event description:
4th and final screw, second of the multidirectional, being inserted on screwdriver during a reverse shoulder arthroplasty sheared once the thread had engaged with the ring inside the baseplate. Another screw was available of the same size, but the surgeon had concern with removing the threaded screw and was satisfied with fixation so left in situ. Surgeon did mention the patient had sclerotic bone and the glenoid was unusually hard, furthering his concern about removing and reinserting another screw.

Manufacturer narrative:
On november 10th, 2020 stryker trauma and extremities acquired tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Based on data given, patient had sclerotic bone and the glenoid was unusually hard. Based on previous analysis, screw breakage under head in per-operative can be related to several reasons: in case of a motorized screwdriver use which may generate an excessive torque. In screwing on a relatively dense bone in link with the screw length. In case of a bad hexagonal gripping/fitting between the screw and the screwdriver. In this case, the second hypothesis seems to be the most likely since the patient had unusual hard bone. According to the data available, the root cause is not related to the device but rather to the patient condition (hard bone).